Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized around (B)(6) 2018. The cause of death was stage 3 lung cancer that metastasized to the liver, bones, and pelvis. The caller stated that the customer had lung cancer or non small cell carcinoma that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, as the customer's blood glucose was fluctuating. The next of kin had taken the pump to the endocrinologist to adjust rates, but eventually the customer stopped using the pump a few weeks before they passed. The customer was not using sensors. The customer was unable to eat before they passed. The caller declined to return the insulin pump for analysis as it was buried with the customer.